Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver would not turn on. Additional event or patient information is not available. The receiver was returned for evaluation. The receiver was determined to be in good condition based on external visual inspection. The receiver data log was downloaded and reviewed. A screen error alarm as well as firmware errors were observed in the log. The reported event of receiver would not turn on was confirmed. A root cause could not be determined. This complaint was deemed reportable upon completion of device investigation on 11/22/2016.